Event description:
Info received indicates the head hi/low function is slowly drifting down.

Manufacturer narrative:
The tech removed, cleaned and replaced the hi/low and trend valves and seats to repair the bed.